Event description:
It was reported that during an unknown surgical procedure the front panel control buttons on the console device were functioning intermittently. The planned surgical procedure was completed without delay as a spare console was available. No injuries, or adverse outcome was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed, as it was observed that the touch pad of the console was not functioning properly. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).